Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product and completed the failure analysis (fa). The mega suturecut needle driver (nd) instrument was found to have both grip and pitch input disks broken. All input disks were found broken from the inside of the housing. This causes the wires to appear broken. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the wire of the 8mm mega suturecut needle diver (nd) instrument broke and the instrument would not re-engage. The procedure was completed with no reported injury.